Event description:
In the multi-center clinical study titled "postoperative bleeding prevention effect of endoscopic hand-sewn suturing to mucosal defects after endoscopic gastric submucosal dissection in patients taking antithrombotic drugs, using disposable needle holder e650007", a patient experienced an adverse event. Details as follows: 13 days after performing gastric endoscopic submucosal dissection (esd) and ehs (endoscopic hand-sewn suturing) for the target patient, black stools and anemia were observed and the patient was re-hospitalized. The patient was admitted. A blood transfusion was performed without hemostasis. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Additional information was received from the author. When asked if any challenges during the procedure caused or contributed to the rebleeding, the author stated that there were no issues during the procedure, but the patients was on the aforementioned dual anti platelet therapy and was already at a high risk of rebleeding. Additionally, the patient was discharged from the hospital in a "mild" condition.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.